Manufacturer narrative:
Qn#(B)(4). The actual device was not returned for evaluation. The manufacturing site has performed a device history record on the lot number reported and no relevant findings were identified. The manufacturing site has reviewed the photos provided by the customer and has stated: "the actual reported defect was not identified. Further investigation could not be conducted to identify the defect on the complaint sample since there is no returned sample. The filter turns dark coloration may due to the contamination, excess water from secretion after usage. These defect happened also may due to improper usage on the device. There is no material change for the product manufactured. In current manufacturing procedure, visual inspection during assembly process, 100% leak test and sampling drop test at assembly area is conducted. Thus, any ineffective products will be culled out during this process." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "customer notified excess water, requiring frequent change at the time of use. In some cases, the filter has a dark coloration". Total quantity of defected filters reported was 59. Customer unable to provide specific details regarding how many patients affected and how many devices affected per patient. It was reported that some patients experienced "breathing difficulties". However, customer unable to provide specifics to the event. Customer reported filters were replaced when malfunctioned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "customer notified excess water, requiring frequent change at the time of use. In some cases, the filter has a dark coloration". Total quantity of defected filters reported was 59. Customer unable to provide specific details regarding how many patients affected and how many devices affected per patient. It was reported that some patients experienced "breathing difficulties". However, customer unable to provide specifics to the event. Customer reported filters were replaced when malfunctioned. Patient condition reported as "fine".